Event description:
It was reported that during priming of the delivery device, the generator stopped working and repeatedly tripped the circuit breaker on-site. The device was found to be faulty and was rendered unusable. The procedure was interrupted and the patient is waiting a new surgery date once the generator has been repaired. The patient condition following the procedure was reported to be stable. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown. This report is for the delivery device.